Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the balloon ruptured during calcium lesion extension at 7 atmospheres for 7 seconds. The device was completely removed from the patients body and the procedure was completed with another of same device. There were no complications reported and the patient is stable.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the balloon ruptured during calcium lesion extension at 7 atmospheres for 7 seconds. The device was completely removed from the patients body and the procedure was completed with another of same device. There were no complications reported and the patient is stable.